Event description:
The doctor describes a pt who developed the pre-tibial swelling about 6 months post-op. The dr. Drained it, but the pt returned 2 weeks later with a "golf ball sized mass." Open debridment disclosed the broken, greatly enlarged screw head. The pt has returned at roughly 2 week intervals at least twice more for aspiration.

Manufacturer narrative:
Product recall initiated.